Event description:
It was reported that the customer experienced elevated blood glucose levels that ranged from 576-577 mg/dl. Reportedly, the cause of the high bg was unknown. The customer delivered a correction bolus and declined to troubleshoot with tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.